Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "ruptured" and they "firmly believe implants were malfunctioned." Patient also reported they "became extremely ill"; this event is not device related and "I had to ruptured eight-year-old silicone implants and black capsulectomy." Healthcare provider additionally reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported via company representative "had allergan naturell silicone breast implants, became extremely ill, decided to have an enbloc/capsulectomy, found out both implants were ruptured, was extremely careful with breast and firmly believe implants were malfunctioned." This is for the right side. Device status is unknown.